Event description:
Crew responded toa cardiac arrest pt. Pt was not put on lp12 monitor. Crew wanted to shock pt but could not due to broken pin in lp12. There was another monitor available for further treatment. Pt had no compromise due to having available lp12 on scene when incident occurred.